Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the band was not fully deployed even if the wire was already released. It was reported that there was no problem with the wire. The procedure was completed with a different device. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and part of the trip wire) was analyzed, and a visual evaluation noted that the returned ligator housing had all the seven bands attached to it, and some bands were moved out of their position, and overlapped. The suture had two knots, and it was attached to the ligator head. The trip wire was cut, but it is not considered a device problem. The suture hole was in good condition with no damages, and some of the ligator head teeth were damaged/bent, which are consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the ligator head teeth were bent/damaged and the bands on the ligator head were moved, and overlapped. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to move the suture knots from their position in the ligation unit. This would result in more tension applied to the component leading to bend the teeth, and consequently, causing the inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoids ligation procedure performed on july 5, 2022. During the procedure, the band was not fully deployed even if the wire was already released. It was reported that there was no problem with the wire. The procedure was completed with a different device. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.